Manufacturer narrative:
The devices involved in this complaint have returned to (B)(4), and are currently awaiting evaluation. Based on the initial reporter's description, however, it appears the sets may have been affected by the same master pump mis-calibration as some of (B)(4) other products. A firm conclusion is not yet available, as it will depend on the results of the product evaluation. While investigating a separate pump calibration-related complaint, (B)(4) discovered that its "master pumps" (kept in the lab and used as a calibration reference) had a calibration shift of up to 6.8% (nominally +3%). When an affected master pump is used to calibrate production and serviced pumps, this calibration shift could lead to over delivery of fluid beyond the label claim of +5%. Curlin pump calibration sets were also calibrated using these same master pumps and are likely to experience the same calibration shift of up to 6.8% (nominally 3%). Certified nfrs (non factory recertification) use these calibration sets to calibrate their pumps. (B)(4) will replace all pump calibration sets delivered to those customers that received calibration sets manufactured between march 18 and november 6, 2015.

Event description:
In the words of the initial reporter: "we are getting bad test results using the last batch of calibrated sets we were sent. We have tried three sets from this batch, and all are failing on the low side. We then have compared them to another set that we have used over the last week, and the pump is much closer to the expected volume. Can we send in the ones we have and have them replaced by [properly calibrated sets? . . We have a total of 15 (3 used and 12 new). The statement below gives a sample of the measurements we saw: set# 1 (set factor+36.43) set # 2(set factor36.23) set#3 (36.59) volume delivered 9.26 9.40 8.80 volume delivered 9.08 9.02 8.42 volume delivered 9.30 8.7 9.16." No patient was involved with this particular event. (B)(4).